Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a for endovascular treatment of an abdominal aortic aneurysm in 1999. The length of the aortic neck was reported to be 1cm. The aortic neck was reported to have thrombus in it and the patient's aneurysm was 5.1 cm at time of implant. The patient was lost to follow-up and their aneurysm grew to 6.1cm. The stent graft was explanted in 2003, due to migration, endoleak and expansion of the aneurysm. The explanted stent graft was received by medtronic and its analysis is pending. The patient's status is unknown.